Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was implanted. At the routine 45-day follow-up, transesophageal echocardiogram revealed no thrombus or leak. Five (5) days later, the patient was switched to plavix and aspirin. Ten (10) days after the medication adjustment, the patient presented to the hospital with a stroke. The patient was admitted to the hospital.